Event description:
During surgery for dupuytren's contracture of left digits, the tourniquet reset and did a self test by itself. Pressure remained at 275 but time reset to 0. This happened 2 times during surgery. Minor numbness to pt which went away.